Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and pulled air during the first use. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large has pulled air during the first use. The procedure was not delayed due to the reported event. The procedure was successfully completed. There was no patient consequence reported. Additional information was received on 08-sep-2023. Air was not being introduced into the patient. The physician performed sheath flushing to eliminate bubbles. No medical intervention was required. The patient did not exhibit any neurological symptoms since the procedure was completed. The needle information was not available.

Manufacturer narrative:
The event date is unknown. As a result, the 1st day of the year has been entered as the event date under b3. Date of event. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-nov-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large pulled air during the first use. The device evaluation was completed on 01-mar-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath. The stress marks and physical damage observed suggest that excessive force manipulation was applied; however this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The damage on the valve could be related with the issue reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Per the evaluation completion on 01-mar-2024 by the biosense webster¿s inc. Product analysis lab, the hemostatic valve was observed broken in the star section. Bwi became aware of this condition on 01-mar-2024 and have assessed this returned condition as reportable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).